Manufacturer narrative:
Device evaluated by manufacturer? No: lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -18.5 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.